Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushheads coming off [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age purchased an oral-b rechargeable toothbrush, version unknown and reported that the oral-b brushheads, version unknown were always coming off. She described had previously owned an oral-b toothbrush for a number of years and never had a problem with the brushheads falling off. No symptoms developed. Other relevant history: medical history - gum problems. No further information was provided.